Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the pt on june 4, 2008 and obtained the following info. The pt alleges the reported issue began approx one a half weeks prior to contacting lfs. While out of town in a training, the pt reported that the subject meter started reading higher than usual. The pt stated he did not recall what the actual values were, but he did confirm that he administered additional insulin (bolus) through his pump as a result of the higher readings. On several occasions during two weeks prior to original date, the pt states he felt very low and developed the following symptoms "lethargic, sweaty, and dizzy" sometime after administering the bolus insulin. At the time of the symptoms, the pt claims he would test himself on the subject meter and would also be tested on a nurses meter, but could only confirm that the subject meter would read about 80 points higher than the nurses meter. On the multiple occasions in which the pt developed these symptoms, he confirmed he was treated with food and/or beverage and felt better afterwards. On an unspecified date/time during the week of that day, the pt obtained a reading of "235 mg/dl" on the subject meter and "190 mg/dl" on another meter, performed within mins of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <=30 mg/dl. At the time of troubleshooting, the customer care advocate confirmed the meter was set to the proper unit of measure setting (mg/dl), the pt was using the correct testing technique, and that the puncture area was being cleaned properly. Replacement products were sent to the pt. This complaint is being reported because the pt claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged readings, and was treated for symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.